Event description:
The patient was undergoing an embolization procedure using a penumbra coil. During the procedure, the physician was unable to detach the coil; however, after attempting to retrieve the coil, the physician was able to detach the coil and bring it back in position in the aneurysm. The procedure was completed and there was no adverse effect on the patient.

Manufacturer narrative:
Device investigation: results: the pet-lock is broken and there is a kink in the hypo-tube approximately 5.0 cm from the proximal end of the pusher assembly. The distal bump and the pull-wire are exposed outside of the distal detachment tip (ddt) approximately 0.3 cm. The distal pet bump on the pull-wire was checked for defects or damage and none was found. Dried blood was observed on the pull-wire. The pull-wire was retracted out of the lumen of the pusher assembly. In the initial attempt to remove the pull wire from the lumen of the pusher, dried patient blood was found inside the lumen of the hypo-tube creating some resistance. Once the friction from the blood was overcome, the pull-wire was removed without an issue indicating that there was no abnormal friction between the pusher assembly and pull wire. It appears that the pusher assembly was fully functional during use. Conclusions: the complaint has been evaluated. The complaint indicates that the coil would not detach. However, when the coil was retracted back into the microcatheter, the physician was able to detach the coil and then push it into the aneurysm. Evaluation of the returned device showed a broken pet lock at the proximal end of the pusher assembly indicating that proper detachment using the detachment handle was attempted. In addition, there was no abnormal friction noted between the pull wire and pusher assembly. The distal bump on the pull-wire was visually inspected and no defects were found. Based on these results and the description of the event, it appears that the coil was difficult to detach due to tortuous patient anatomy which caused a build-up of friction between the pusher assembly and pull-wire. This is evidenced by the ability to detach the coil properly once the coil was retracted out of tortuous anatomy and back into the microcatheter. There is no evidence of a device malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.